Manufacturer narrative:
On january 23, 2018, 2 used disposable sets arrived in-house for investigation -- 1 containing blood and damage to the heat exchanger and 1 containing a clear solution with no sign of damage. The set containing blood revealed evidence of high temperature damage and a strip of clot in the top portion of the heat exchanger, blocking the rings. No damage was found to the set containing clear fluid. The fluids in the sets were evaluated using a novel calcium ion meter, which revealed higher levels of calcium than normally found in blood. Adding calcium to citrated blood will promote clotting. If the stainless steel rings in the heat exchanger get clotted and block blood flow, they will become overheated. A warning statement, "do not mix lactated ringer's or other solutions containing calcium with citrated blood products" is provided in the operator's manual, the quick reference guide, and on the rapid infuser hardware. Belmont reached out to the clinical engineer at the user facility, who tested all 3 devices and found the effluent temperature to be within range. The "over temperature" alarm was tested and functioned correctly. All 3 devices ran without error for the duration of the tests. Only 2 of the implicated rapid infusers were returned for investigation. We were unable to confirm the complaints after extensive testing; both units performed according to our specifications upon receipt. We have not received the third unit, despite repeated requests for its return. There are temperature sensors at the input and output of the heat exchanger on the disposable set. If overheated fluid passes through the sensor, the unit will exhibit an "over temperature" alarm and the system will shut down, as it is designed to do: whenever fluid from the heat exchanger reaches our specified limit of 42ºc, the system stops pumping and heating and closes off the line to the patient. Although the user facility was not listed on the medwatch report, we are assuming this report is from (B)(4) medical center based on similar reports received in-house. Follow up with the hospital revealed discrepancies between the medwatch report and the information obtained from clinical engineering, including the date of the event and when the disposable set was damaged. Requests for additional information were made but none was obtained. We were unable to replicate the complaint during testing conducted in-house; therefore, we are unable to determine the root cause and no corrective action will be taken at this time. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
The report submitted by the user facility stated: "belmont rapid infuser was intermittently being used and rates were alternating between 50 and 500 ml. Approximately 1.5 hours later, the belmont shut off on its own accord several times. Each time the unit was rebooted and functioned correctly for a few minutes. The last time it powered off on its own, and was rebooted, the machine gave the error message "temperature overheat" in a large box in the upper right hand corner, followed by "change disposable" in smaller wording underneath. Another belmont unit was obtained along with new disposables, disposables loaded and machine turned on. Immediately the 2nd machine gave the error code of "temperature overheat". When the cartridge door was opened to remove the disposable, a distinct burning smell could be detected and the heat exchanger ring was burnt at the "5-7 o'clock" position. A 3rd unit was obtained, new disposables were loaded and the same exact error message appeared (neither machine #2 nor #3 could complete their self tests). The 3rd machine was taken into a different operating room, and unit powered on without incident. The disposables were primed and machine operated appropriately."